Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The 99% stenosed target lesion was located in a moderately tortuous unspecified vessel. The lesion was pre-dilated with an unknown balloon. Next the physician advanced the 16x2.50mm taxus liberte stent delivery system (sds) however it did not cross the lesion. Further dilation was performed with 1.5mm and 2.0mm coronary balloons. The sds was advanced for a second time but it still did not cross the lesion and it was noted that the stent edge was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's current condition is listed as "good".

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The 99% stenosed target lesion was located in a moderately tortuous unspecified vessel. The lesion was pre-dilated with an unknown balloon. Next the physician advanced the 16x2.50mm taxus liberte stent delivery system (sds) however it did not cross the lesion. Further dilation was performed with 1.5mm and 2.0mm coronary balloons. The sds was advanced for a second time but it still did not cross the lesion and it was noted that the stent edge was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's current condition is listed as "good".

Manufacturer narrative:
Device evaluated by manufacturer- visual and microscopic examination of the returned stent delivery system (sds) revealed stent damage. In the first row from the proximal end there were four struts stretched proximally. The balloon was tightly folded and the stent was located between the markerbands. There was contrast in the distal shaft. Further examination of the remainder of the device revealed no damage that could have contributed to the event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).